Event description:
Potential for injury associated with a 350 or 440 reliant lift, where the r130 sling is too big for the user, and it is tight underneath the arms and is causing discomfort, soreness, and tenderness.